Event description:
It was reported that patient with this right ventricular (rv) lead experienced difficulty with the leads. Patient was informed that it was the leads that cause all the discomfort. The device was explanted, and physician have not discussed yet how bad is the damage with the leads. This rv lead remains in service. No adverse patient effects were reported.